Event description:
Customer reported to beckman coulter, inc (bec) that the cap piercer unicel dxc 880i synchron access clinical system was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) identified wash fluid was leaking from the cap piercer. The fse replaced the cap piercer assembly.

Manufacturer narrative:
Evaluation: results: cap piercer assembly. (B)(4).